Event description:
It was reported that, a plaintiff underwent a right primary bhr on (B)(6) 2006 and later was diagnosed to have a failed bhr. Therefore, a revision surgery was carried out on (B)(6) 2016, during which staining at the lower end of the acetabulum and cysts in the acetabulum were found; the resurfacing femoral head 50mm, and the acetlr cup hap 56mm w/ imptr were exchanged for competitor devices. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, a patient underwent a right primary bhr and later was diagnosed to have a failed bhr. Therefore, a revision surgery was carried out, during which staining at the lower end of the acetabulum and cysts in the acetabulum were found; the resurfacing femoral head 50mm, and the acetlr cup hap 56mm w/ imptr were exchanged for competitor devices. No further complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. With the information provided, the clinical root cause of the staining at the lower end of the acetabulum could not be confirmed. However, the pain may be consistent with the retroverted acetabular and femoral prostheses. Without immediate post implantation imaging the initial implantation orientation cannot be confirmed. The patient impact is determined to be: orif and revision. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.